Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the field representative interrogated the patient and found significant noise on the ra lead with minimal patient movement. It was noted that the amplitude of the noise was much greater what could be programmed around. In order to limit tracking and excess atrial events the lead was electrically abandoned by programming the pacemaker to only pace and sense in the ventricle. The field representative recommended lead replacement. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the ra lead continued to exhibited noise that was oversensed and high out of range pacing impedance measurements. A revision procedure was performed where the ra lead was tested on the pacing system analyzer (psa) and yielded the same high out of range impedance measurements of greater than 4000 ohms. The lead was explanted and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned the helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 235-236m from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observations of high pacing impedance, oversensing and noise observations were likely caused by the confirmed fracture.

Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported. Additional information was received that the field representative interrogated the patient and found significant noise on the ra lead with minimal patient movement. It was noted that the amplitude of the noise was much greater what could be programmed around. In order to limit tracking and excess atrial events the lead was electrically abandoned by programming the pacemaker to only pace and sense in the ventricle. The field representative recommended lead replacement. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported.additional information was received that the field representative interrogated the patient and found significant noise on the ra lead with minimal patient movement. It was noted that the amplitude of the noise was much greater what could be programmed around. In order to limit tracking and excess atrial events the lead was electrically abandoned by programming the pacemaker to only pace and sense in the ventricle. The field representative recommended lead replacement. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported.additional information was received that the ra lead continued to exhibited noise that was oversensed and high out of range pacing impedance measurements. A revision procedure was performed where the ra lead was tested on the pacing system analyzer (psa) and yielded the same high out of range impedance measurements of greater than 4000 ohms. The lead was explanted and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered a lead safety switch (lss) and changed the polarity to unipolar configuration. Noise was also noted. Boston scientific technical services reviewed the stored information and it was determined the noise on the ra channel appeared consistent with minute ventilation sensor oversensing. Ts discussed programming options. The ra lead and pacemaker remain in service and no adverse patient effects were reported.